Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg pocket site was relocated due to pocket site pain (reference reg report: 1627487-2019-10772), and the existing paddle lead was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.